Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. Reader (B)(6) and usb/charging cable was returned. Visual inspection has been performed on returned reader and usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visually inspected the power adapter and no issues were observed. Load test was performed on returned power adapter and all results were within specification. Reader turns on with button press. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 (device mfg date) was incorrectly updated in the initial report. Correction has been made.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced hypoglycemia. Customer was unable to self-treat and went to the hospital and received unspecified treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced hypoglycemia. Customer was unable to self-treat and went to the hospital and received unspecified treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.